Event description:
It was reported that the patient presented remotely via merlin.net with episodes of non-sustained right ventricular oversensing. Analysis of the episodes showed possible lead noise. Programming changes were made during the patient's next follow up to address the noise. The programming also addressed sub-ventricular tachycardia that was resulting in high ventricular rates.